Manufacturer narrative:
This report addresses sample 2. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of damaged guidewires is confirmed and was determined to be use related. Two 0.018 in. Guidewires in plastic hoops were returned for evaluation. The samples were labeled sample 1 and sample 2. An initial visual observation showed a bend in sample 1 approximately 4 cm distal to its proximal tip. Sample 2 was observed to be broken and unraveled. A small segment of a guidewire was also returned. Blood residue was observed on the returned samples. A microscopic observation revealed the distal tip of sample 1 was missing and the coiled wire was broken. The small segment of guidewire appears to be a part of sample 1; however, no weld tip was observed on the segment. The breaks in the coiled wire of sample 1 were observed to be angled and tapered with fracture surfaces that were rough and granular in texture, which is typical of a tensile failure. The breaks of the core wire of the small segment of sample 1 were angled and the fracture surfaces were observed to be uneven with a granular texture near the edges and a lustrous, striated surface near the center. The core wire of sample 2 was observed to be broken and the break site was observed to be tapered and the fracture surface was angled, rough, and granular in texture. Both the proximal and distal tip of sample 2 were observed to be present; however, the coiled wire near both tips were observed to be slightly unraveled and the distal tip was observed to be detached from the core wire. The fracture features and the evidence of use observed on both of the returned samples indicate the guidewires failed due to excessive tensile force, most-likely during use. The product IFU cautions: ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ a lot history review (lhr) of reby1674 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reby1674) have been reported from the same facility in (B)(4).

Event description:
It was reported that when the seldinger product package was unpacked for puncture, it was found that the guide wire could not be penetrated, and the guide wire was found disengaged. On 9/13/2018 - returned wire is broken and unraveled. This report addresses guidewire two of two.